Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the occlusion knob was difficult to turn. Since the event occurred during preventative maintenance, there was no pt involvement during this event.